Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall about two weeks ago ((B)(6) 2019) which resulted in a dime-size opening at the patient¿s incision. It was noted that the device could be seen via the opening. Follow up information received from the manufacturer¿s representative on nov. 1, 2019 reported that, as further interventions taken, the doctor closed the incision and put the patient on antibiotics. The issue was considered resolved. No devices were explanted. There were no further complications reported or anticipated.